Event description:
It was reported that the patient experienced early-morning low blood glucose while using the device, with no food intake at bedtime per physician guidance and with general low awareness except for feeling woozy when standing; education was provided that sleep-related metabolic changes can affect glucose and the patient was advised to discuss potential underlying factors with their physician. Symptoms included hypoglycemia with lightheadedness. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no device malfunction reported and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.